Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings throughout the day on their blood glucose meter. The consumer reported that her insulin pump administers insulin based on the blood glucose test results. It was reported that the consumer became combative and emt were called and they treated the consumer with IV glucogen. Several hours later the consumer was transported to the emergency room. The consumer tested her blood glucose level on the nova meter getting a result of 321 mg/dl and the emergency room tested the consumer getting a result of 32 mg/dl. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use as instructed in our directions for use. The customer was educated on these directions for use at the time of call. Meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.